Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screw/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes rep. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed.   This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients who underwent surgical procedures of the thoracic, thoracolumbar, or lumbar spine. Failed fusion of the thoracic, thoracolumbar, or lumbar spine and device-related complication diagnosis has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 8 patients had re-operation with 24 months following index surgery. 3 patients had subsequent surgery within 90 days following index surgery. This is for depuy synthes thoracolumbar spine locking plate (tslp) system. These impacted products capture the reported reoperation within 24 months following index surgery. These impacted products capture the reported subsequent surgery within 90 days following index surgery. This report is for one (1) unk - screw. This report is 2 of 4 for (B)(4).